Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date setting changed from 4/16/2018 to 2/15/2018. There was no reported impact to the customer's blood glucose. Multiple follow up attempts were made to obtain additional information; however, the customer did not respond. Tandem technical support reviewed pump data which showed that the date was changed from 2/24/2018 to 2/23/2018 and was not changed again to the correct date.